Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the time/date reset issue was unable to be verified in the black box (bb). A manual time/date change was observed in the bb from (B)(6) 2007 12:41 to (B)(6) 2016 22:08. The pump was exercised for 24hrs. After 24hrs, the battery was removed for 6hrs. The bench testing confirmed that when the battery was reinserted after 6hrs without power, the time and date reset to default setting. The pump cover was removed and the internal battery was observed to be leaking. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 42 mg/dl with cognitive impairment, confusion, severe dizziness and unsteadiness when standing and walking associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient resumed the insulin pump and self-treated with oral carbohydrates as needed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.